Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, with the specific value unknown but displayed as "high." Customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support arranged to replace the pump along with the infusion set and cartridge, sending a replacement with updated software. Instructions were given for storage mode, and the caller was advised to return the faulty pump via ups within 10 days. Customer accepted guidance for using the new pump and acknowledged necessary procedures.